Event description:
Test aborted at 360 seconds post cardiac catheterization using hemochron response / celite system. Subsequently 153 second (expected) result with 2nd response instrument ((B)(4)). Therapeutic range and pt baseline not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reported evals: lqc performed with acceptable results. Eqc performed with acceptable results. MFR eval / investigation pending additional info from consumer. Method, results, conclusions: MFR eval / investigation pending additional info from consumer.